Manufacturer narrative:
This event cannot be confirmed or not confirmed for unable to place lead due to patient anatomy through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that following a fall patient experienced ineffective therapy, patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.